Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 528 mg/dl, at the time of hospitalization. Customer was treat with manual injection, intravenous drip and with the fluids. Customer had symptoms like vomiting. Customer tried to change infusion set and they declined to troubleshoot for high blood glucose level. Customer reported that they also had acute kidney injury. Insulin pump alarmed for insulin flow block alarm. The insulin pump will be returned for analysis.